Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained locking screw shows, that indeed the wrong screw was packed up. We are not able to determine the exact cause for this problem but we suppose that one step during the manufacturing process was not carried out properly. This is clearly a packaging fault. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the wrong locking screw was received in the package. This is report 1 of 1 for complaint (B)(4).